Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 457 mg/dl. The customer stated that she received a motor error and her blood glucose readings were high. The customer treated the high blood glucose readings with a manual injection. The customer stated that she had 4 motor errors in less than a year. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to do a displacement test. The customer stated that the motor error alarm did not recur. The customer declined to troubleshoot for high blood glucose readings.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker, and minor scratches on the display window.